Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they never had therapeutic effect. The patient stated they did not feel stimulation and stimulation was on. The patient was on program 1 at 1.60 volts. The patient reported she was able to feel stimulation in buttocks area when she increased stimulation 1.60 volts. The patient stated the healthcare professional (hcp) told her the implant was on the wrong nerve. The patient stated later she couldn¿t tell the hcp the right nerve before she was out due to the anesthesia. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.